Event description:
A yukon polyaxial screw was reportedly broken below the head where the shaft meets the head of the screw upon insertion intra-operatively. The representative stated that the screw was under tapped with a 3.5 mm tap after which the 5 mm screw was implanted. There was no adverse consequence to the patient.

Manufacturer narrative:
Correction to d.3 and g.1: updated from 'stryker spine-leesburg' to 'k2m, inc.' Visual inspection: the device was inspected, and it was observed that the screw head assembly with proximal ball feature had separated from the screw shank. The fracture occurs immediately distal to the proximal ball feature of the screw shank. Analysis of the fracture face suggests the failure occurred in torsion. A review of the device history was performed and there were no relevant manufacturing issues identified as all units met stryker specifications. A review of the complaint history records was performed and there were no similar complaints identified. Per surgical technique: after the pedicle screw pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using a yukon screw inserter. When loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Repeat until all screws are placed. The potential root cause for the event could include the implant being stressed beyond their structural capacity. In this case, the surgeon undertapped the screw with a 3.5mm tap and used a 5.0mm screw aiming for a more secure fit. This can cause the screw shank to deform or fracture as higher force needs to be applied.

Event description:
A yukon polyaxial screw was reportedly broken below the head where the shaft meets the head of the screw upon insertion intra-operatively. The representative stated that the screw was under tapped with a 3.5 mm tap after which the 5 mm screw was implanted. There was no adverse consequence to the patient.